Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, cubie drawer had a bus error in the critical care area. All cubies failed and did not recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station cubie drawer was failed and it was unable to recover. The drawer experienced a bus error in the critical care area, and all cubies failed and did not recover. The field service engineer cancelled the work order as, issue resolved on workorder 02270824. No findings available.